Manufacturer narrative:
Of the 2 devices, 1 lot number was provided. The sample was not returned for evaluation for both devices. 1 medical records were provided. Filter migration was inconclusive for the device. Filter migration was inconclusive as the medical record and sample was not provided. The device was labeled for single use. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model ec500f. Vena cava filter allegedly experienced migration of device or device component. These reports were received from various sources. Both events did involve patients with no reported patient injury. One patient is (B)(6), male and weight was not provided; however the second patients¿ weight, age and gender were not reported.